Event description:
Patient was revised to address significant bone resorbtion, discoloration and backside wear of the liner.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address significant bone resorbtion, discoloration and backside wear of the liner. Doi: (B)(6) 2008 dor: (B)(6) 2013 (right hip). Examination of the returned devices finds nothing outward to suggest product error. Although significant bone resorbtion was reported the femoral stem was reported as well fixed and was not revised. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.